Manufacturer narrative:
(B)(4). H6 medical device problem code - 3191 - patient was unable to identify device issue therefore a more specific code could not be selected. Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.

Event description:
It was reported that the patient received "replace sensor now" alert. The sensor was inserted into the arm on (B)(6) 2024. The patient experienced an unknown sensor issue which occurred 4 days after the sensor was inserted into the arm. On (B)(6) 2024, the patient was lying on the ground passed out. The patient had no symptoms prior to this. Once the patient was found, his cgm (continuous glucose monitor) was reading ¿start new sensor,¿ however, prior to this the patient¿s parent was not aware of any alerts or cgm errors as they were at a party. The patient¿s parent did a bg (blood glucose) meter reading, but cannot recall the specific value other than that it was a low bg. The patient was treated with a glucose tablet and recovered after treatment. The patient did not seek medical assistance from a higher level of care. The patient was fine at the time of the report. Data was provided for investigation. The problem could not be confirmed. The probable cause could not be determined post investigation as the allegation was not found. No additional patient or event information is available.

Event description:
Subsequent to the initial MDR, a correction is required.

Manufacturer narrative:
(B)(4).